Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not attached.

Event description:
It was reported that the customer was not receiving elevated blood glucose alerts. Customer would receive a vibration alert; however, no high bg message was visible. Pump history showed that the alert occurred. Reportedly, customer ordered another pump. Customer's blood glucose was 207 mg/dl.